Event description:
Pt admitted for repair of cystocele, rectocele, repair of umbilical hernia, of diastasis recti, and excision of excess abdominal skin. Reportedly their abdominal cavity was irrigated with antibiotic solution prior to closure. At some time after this procedure the pt began to experience "open wounds" in the abdominal area. Subsequently they needed monthly and sometimes weekly visits to their treating physician for "infection control" and treatment. In 2001 the pt experienced suture spitting from the abdomen and then developed an infection in the area. They continue to experience suture spitting from this area, although they have received antibiotic and surgical therapy.